Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2282, awareness date 28-oct-2015). It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Additional information received on 19-nov-2015. The consumer reported essure was placed after the birth of her second son. She stated she had risen concerned with her doctor as she recently had complications with a plastic iud, the mirena. He assured her this was different; plastic only, no hormones. She asked what would be the procedure if her body rejects it, like it did with mirena (case under reference (B)(4)). Once again, he assured her, she would not have any issues. She reported that over the years, she developed menopausal symptoms, hot flashes, irregular periods, extremely heavy menstrual cycles and more. At time of the report she was (B)(6) and have used tampons since she was (B)(6), with essure, she had not been able to use a tampon for over 7 months. She could not engage in intercourse because of the extreme pain, bleeding and fear. Her coworkers asked her if she was pregnant because of her bloating; she reported she eat well, exercise and is very active. There was no reason to her bloating/chronic inflammation which, she stated is gone after her surgery. She developed a severe nickel allergy from exposure to essure, a metal allergy she never had before. She would get hives/rashes all over her body; lose her hair, taste metal in her mouth she stated that currently she is looking at her medical bills from having her hysterectomy; her husband is taking care of the children and she was on a day by day, hour by hour, minute by minute basis. She stated she was lying in bed, on pain killers, asking her husband to help her up so she could urinate in the bathroom, or get some food; at time of the report she was 3 days post op. Product technical complaint (ptc) investigation result received on 19-nov-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed report refers to an adult female consumer who had nickel allergy from exposure to essure (fallopian tube occlusion insert). She was submitted to a hysterectomy. This event is listed according to reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion and no alternative explanation was reported. Therefore, company considers the events as related to essure. Additionally, non-serious events were reported. Since device removal was required, this case is regarded as incident. Based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No further information is expected. No active follow-up will be pursued (case identified during health authority website monitoring).